Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessments of the device showed no ts or suture remains on the insertion needle or were returned for examination. Needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bending of the needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that t2 would not deploy. Surgery was successfully completed with a backup device. No patient injury reported.